Event description:
During a remote follow up, episodes of post paced t wave oversensing were observed on the device. Reprogramming is anticipated but has not been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.